Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed, product not returned for evaluation. Analysis shows no trend for item/lot number. This event occurred in (B)(6).

Event description:
Allegedly the screw broke in surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).